Manufacturer narrative:
G2: country of origin - republic of korea h3: product analysis: part # 7578302; lot # em20k033 visual inspection confirmed one of the gripper arms is bent due to bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used in posterior fixat ion. It was reported that the instrument could not attach with implant and tip is bent. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the reported device was already used before.